Manufacturer narrative:
Additional information was received that no device malfunction was suspected with the explanted ipg.

Event description:
A report was received that the patient had to frequently charge the ipg. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had to frequently charge the ipg. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.